Event description:
It was reported that the implantable cardiac monitor (icm) experienced false tachycardia episodes due to t wave oversensing. It was also reported that the icm experienced r waves undersensing. It was indicated that the icm was moving inside the pocket resulting in false pause episodes as well. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.